Event description:
It was reported that the spring broke during the slap hammering action, rendering the device unusable. The procedure was successfully completed using a replacement device. No debris was generated, and no fragments fell into or remained in the patient. The broken device did not come into contact with the patient. The instrument had been used more than 200 times prior to the reported failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.